Manufacturer narrative:
The patient was diagnosed with peritonitis manifested by cloudy peritoneal dialysis (pd) effluent (previously reported as cloudy pd effluent only). The cause of the peritonitis was unknown. At the time of this report, the peritonitis was resolving and the patient was recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was not reported. The same day as event onset, the patient presented to the hospital and was subsequently hospitalized for the event. The patient was treated with unspecified antibiotics for the event. Pd therapy was ongoing. At the time of this report the patient remained hospitalized and the patient outcome was not reported. No additional information is available.